Event description:
It was also reported that this left ventricular (lv) lead exhibited high pacing impedance greater than 2000 ohms and was noted to have noise and loss of capture. The lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 543 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. Evaluation method code, evaluation result code, evaluation conclusion code.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was also reported that this left ventricular (lv) lead exhibited high pacing impedance greater than 2000 ohms and was noted to have noise and loss of capture. The lv lead was explanted. No additional adverse patient effects were reported. Boston scientific received information that this left ventricular (lv) lead was not working. To date, the lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not working. To date, the lv lead remains in service. No adverse patient effects were reported.